Manufacturer narrative:
Sample was not returned for evaluation but the user facility did provide a picture of the product sample. The lot number is unknown by the user facility. Therefore, the manufacturing site cannot be confirmed. Parameters used for the assembly of the product have been evaluated and additional validations are being conducted. Tried to submit report on 9/9/2015. However there was not a clear understanding of the requirements for setting up electronic submissions. Company has never had a reportable event and the set up for electronic submission was not done previously. There has been continual communication with esg and cdrh to complete the setup as soon as possible.

Event description:
On (B)(6) 2015, the user facility reported that the device separated during use on (B)(6) 2015. Administration of medication was interrupted. The patient experienced elevated heart rate, heavy breathing and sweating. The patient was stabilized.